Event description:
A doctor alleged that a patient had experienced the loss of a restoration on tooth #14 approximately one (1) year after placement with the maxcem elite product.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The patient returned to the office with the crown. The doctor re-cemented the crown using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.